Event description:
Note: this report pertains to the second of two trapezoid rx basket used during the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the side car sheath split. A second trapezoid rx was introduced, and the side car sheath also split. As a result, the procedure has been canceled and rescheduled for an unknown date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 captures the reportable event of procedure canceled.